Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of about 124 mg/dl on an unknown aviva system compared back to back with a result of about 263 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.